Manufacturer narrative:
The customer's product is not expected for return as the caller refused to provide additional information. In the absence of a return product investigation an extended investigation will be performed. A follow-up report will be filed if the product is returned or additional information is obtained. The date of event is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider, calling on behalf of a customer, reported customer received unspecified ¿erratic¿ readings from her adc freestyle libre sensor and because of this the customer was hospitalized. Caller also noted the unspecified readings were different than unspecified readings from a blood glucose meter. No actual readings were reported. Caller declined to provide any additional information. It is unknown what treatment may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned, and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint a tripped trend review was conducted for libre sensor, and there were no trips. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A healthcare provider, calling on behalf of a customer, reported customer received unspecified ¿erratic¿ readings from her adc freestyle libre sensor and because of this the customer was hospitalized. Caller also noted the unspecified readings were different than unspecified readings from a blood glucose meter. No actual readings were reported. Caller declined to provide any additional information. It is unknown what treatment may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.